Event description:
According to the reporter: the tip of the needle broke while being used on tissue. The broken tip was not retrieved. The surgeon used another device without further consequence. There was no medical intervention required. There was no unanticipated tissue loss, tissue damage, or bleeding.

Manufacturer narrative:
(B)(4).